Manufacturer narrative:
Should additional information become available this investigation ill be updated

Event description:
Boston scientific received information that this lead was fractured for a period of time and the device was programmed to aair pacing with monitor+only, the patient experienced syncope. Due to the patients condition the right ventricular lead was not replaced and remained in the patient.